Event description:
Approximately five months post-operative, the patient experienced pain while sitting a stanting. It was discovered via x-ray that the left s1 screw had broken. The patient underwent a re-operation in 2003 to correct this condition.